Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect magnesium, list 7d70-30 to architect c8000, list 1g06-11. This event was initially submitted under manufacturer report number 1415939-2011-00591. High test results ; no consequences or impact to patient ; evaluation: troubleshooting included inspecting the samples, syringes and mixers. The samples were normal serum samples and the syringes were ok. However, one of the mixers was dragging so the operator cleaned it. Customer support recommended microscopic inspection for scratches or damage and if damage is found to replace the mixer. A review of the subsequent complaint history found no recurrence of discrepant mg results or other assay results. The system logs and history log were used to verify the issue. A 12 month mixer complaint review performed did not identify a non-statistical or adverse trend. A review of 12 months of product improvement team and quality impact data did not identify an adverse trend or non-statistical adverse trend related to the reliability of the mixer. A review of the architect system operations manual and magnesium package insert revealed adequate labeling with regard to magnesium testing, system maintenance, and troubleshooting the customer issue. Based on the available information a specific cause for the discrepant magnesium results was not identified, however no further erratic magnesium results have been reported subsequent to cleaning and/or replacing the mixer. A deficiency was not identified.

Event description:
A renal patient generated a falsely elevated architect magnesium (6.5 meq/l) on a sample that repeated normal (2 meq/l). No patient information is known. No impact to patient management was reported.